Event description:
Dislodgement of the catheter from the retention clip was found 3 days after placement. The catheter was removed immediately. Reportedly, the user made sure that the catheter was installed to the underside of the plug.

Manufacturer narrative:
The complaint of the ponsky feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "dislodgement of the catheter from the retention clip was found 3 days after placement". The genie tricuspid plug was returned locked to its locking retention clip. The ponsky feeding tube was returned loose. The proximal end of the peg feeding tube was observed under magnification and there are no impressions in the tubing or indications of assembly. The proximal end of the ponsky feeding tube has been cut on a diagonal angle. The locking retention clip was opened and the genie insertion plug was then removed. Next, the genie plug was then inserted into the proximal end of the ponsky feeding tube. The retention clip was then secured to the feeding tube and the genie insert plug. After the device was assembled,the examiner then stretched the feeding tube that is attached to the retention locking clip excessively. There was no movement or separation of the tubing from the retention clip. The device had been in place for 3 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the mfg process. A chr of lot #hurk0673 showed no other similar product complaints from this lot number.